Event description:
It was reported the colono videoscope leak tester failed coming from the biopsy channel of the distal end. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a crack on the distal end rubber glue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: large leak on the channel with the cause not being able to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to previous - d4.

Event description:
No additional information from customer.